Event description:
Reported 1 false negative sars results for one symptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source: phone.